Event description:
It was reported that the intima-ii y 22gax1.00in prn ec slm npvc indwelling needle leaked blood during use and was found to have cracks in it. The following information was provided by the initial reporter, translated from chinese to english: "on (B)(6) 2020, when the nurse gave the patient a indwelling needle, she found that there was blood leakage in the indwelling needle. After finding the problem, she stopped using the indwelling needle immediately and replaced a new intravenous indwelling needle. The subsequent use was normal, but after examination, it was found that the indwelling needle had cracks".

Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 9347643. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the intima-ii y 22gax1.00in prn ec slm npvc indwelling needle leaked blood during use and was found to have cracks in it. The following information was provided by the initial reporter, translated from (B)(4) to english: "on (B)(6) 2020, when the nurse gave the patient a indwelling needle, she found that there was blood leakage in the indwelling needle. After finding the problem, she stopped using the indwelling needle immediately and replaced a new intravenous indwelling needle. The subsequent use was normal, but after examination, it was found that the indwelling needle had cracks".